Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved unspecified tubing where it was reported the end user had multiple episodes of distal air. They stated this required repriming of tubing which in turns increased patient delay of services. Tubing was discarded. No harm was reported